Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4; batch # 116c74. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The washer was present and uncut and there were staples present. In addition, the device was received with body fluids on the anvil and guide face. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the anvil was attached and removed as expected and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 116c74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. Health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the patient receive any preoperative chemotherapy or radiation? Unknown what is meant by, ¿the device misfired and disconnected?¿ the anvil did not attached correct. Surgeon stated he heard click and when he tightened down, it released. What technique was used to secure the anvil in-place? The pointed obturator did the anvil become detached from the trocar? No, from the gun when tighten it down. If yes, when did this occur? How was it confirmed that the anvil was properly connected to the trocar? Said he heard it click and once it popped off, he reattached it and he said he thought it clicked again. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes what healthcare professional fired the device and what is his/her experience with the device? They ended up using another gun and it work flawlessly. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? It popped off before it got to that type. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, with the second gun. First gun was never fired. Were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? The green checkmark. Was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? Two full rotations. Was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Yes, they were full donuts. Were there any issues noted with staple formation? Unknown. Is the loop ileostomy temporary or permanent? Possibly permanent. What is the current patient status? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy takedown the 'device misfired and disconnected.' As a result, the case was converted to a loop ileostomy.